Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report number (B)(4). The device has been requested to send it for investigation to bbmi laboratory in (B)(4). If we get technical investigation report, a follow-up will be created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: it has been mentioned that there are drip sensors available for the braun pumps and I wondered if it might be possible for us to perhaps trial some in the department to see if this either resolves the problem or brings to light where the problem is occurring.